Event description:
It was reported that a spectrum pump had an issue of multiple alarms during infusion of cisplat. Per nurse, infusion takes 20 to 30 minutes longer than expected. This in turn results in delay in therapy since infusion is not infused in the allotted time. This occurred during delivery in intensive care unit (ICU) chemo lock. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.